Event description:
The customer reported that during a sub-total gastrectomy, the device stuck to tissue and when it was removed, oozing occurred. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.